Event description:
Pt received moderate sedation for a hip relocation in the emergency department. During the procedure, the pt had several periods of brief apnea which corresponded with a decrease in the pulse oximetry readings. Changes in the patient's respiratory status were not detected by the co2 monitor. The patient's respirations were assisted with a bag-valve mask and oxygen. There were no adverse outcomes to the pt. Problem: pulse oximetry alerted the staff to the apneic periods before the bedside co2 monitor. The bedside co2 reading needs to be available by re-cycling more frequently than ever 30 seconds. A pt's condition may change more frequently than every 30 seconds, so the co2 monitor needs to cycle on a more frequent basis. Currently, the emergency department is not using the co2 monitor due to pt safety concerns. A portable hand held capnography device is being used by the emergency department.